Manufacturer narrative:
(B)(4). Pump received with broken belt clip slot and crack on reservoir tube lip noted. Pump passed displacement test, self test, off no power test and run currents teste. Pump failed idle current due to moisture damage to battery tube compartments noted. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump plastic tracking for reservoir was almost completely stripped. The customer's blood glucose value was unknown. Customer stated that the battery life was lasting 3-4 days and screen was moisture buildup inside. The insulin pump will not be returned for analysis.